Event description:
Boston scientific crm received information from a boston scientific field representative that this transvenous right ventricular defibrillation lead had been implanted as an epicardial lead in a youth, and shock impedance measurements had increased since implant and were now high out-of-range. The representative and a boston scientific technical services consultant (ts) reviewed x-rays that showed this lead's position had pulled back in the past seven months, and the distal coil was now in close proximity to another manufacturer's epicardial right atrial lead electrode. The patient's device also was from the other manufacturer, whom the representative reported was recommending defibrillation threshold testing to test the lead's ability to convert an arrhythmia. The representative also indicated the physician was concerned about the possibility of damaging the heart with dft testing in this situation. Ts discussed the off-label use and need to verify conversion capability, and that the decision to test rests with the physician. There were no adverse patient effects reported. The lead remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
The representative subsequently reported that dft testing was conducted and successful, with no adverse patient effects. The lead remains implanted and in service.

Manufacturer narrative:
--